Event description:
The manufacturer received information alleging ventilator service required and periodic maintenance. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo was returned to the third-party service center and during the in-process evaluation, an error code related to the battery was observed. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. The internal battery needs replaced to address the issue. Additionally, non-reportable errors code were observed during in-process evaluation at the third-party service center. Evt_internal_batt_in_use means the internal battery is in-use and therapy is active. The system board needs replaced to address the issue. Evt_internal_batt_low_health means the internal li-ion battery reports a state-of-health of less than or equal to 60% for greater than or equal 1 minute. The internal battery needs replaced to address the issue. Evt_o2_regulation means the delivered oxygen concentration is not within fio2 setpoint +/- 10% and evt_low_o2_inlet_pressure means the pressure at the obm inlet is less than 5psig. The oxygen blending module sub assembly needs replaced to address these issues.